Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Patient reported, "feeling pains on my right breast, I am very concerned since I've had all these issues before and due to incidence of bia-alcl, after some imaging tests, we found and infectious process for which I took antibiotics". The device remains implanted.